Event description:
It was reported that an unk spectrum infusion pump was alarming upstream occlusion. Any pt injury or involvement is unk.

Manufacturer narrative:
(B)(4). A device was not returned to baxter for evaluation, therefore, an evaluation could not be completed. If a device is returned, an eval will be completed and a supplemental report will be submitted.